Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter breaks. The following information was provided by the initial reporter: description of the reported event: licensed indicates that at the moment of opening the catheter these are hard and break when exerting force to introduce it to the patient and when canalizing it, it loses its sharpness.

Event description:
No additional information

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 2145957. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this event, a thorough sample analysis could not be completed. Although an exact cause could not be identified for this incident, a corrective and preventive action plan were previously implemented to prevent any reoccurrence of this issue. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.